Event description:
During the procedure dr experienced problems with the laparoscope, light source and insufflator which resulted in impaired vision and compromised peritoneal space. Nevertheless, he placed four trocars and attempted to place a fifth. While placing the last trocar in the upper right quadrant, the trocar penetrated the lining of the stomach. Due to the bleeding caused from the injury and the inadequate insufflation and visibility, dr could not assess the extent of the damage laparoscopically so he decided to open the pt. Dr assured that the trocar was not to blame for the event. He explained that the insufflation and visualization were bad and that it was an "imprudent" decision on his part to put the trocar in.